Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was unable to turn on the ins with the patient programmer. The patient noted that they had not used the ins in about 3 weeks because they only use it when they have pain and thought maybe they needed to charge because the ins battery was dead. The patient started to feel pain and wanted to turn the ins on. The patient was only able to get between 0-2 coupling bars when they tried to charge the ins. After performing antenna locate they still only had 2 coupling boxes. During the call the patient's ins was off but it was noted that even with 0 coupling bars the patient was still technically charging, and that they should continue charging to 25% before attempting to turn the ins back on. A new antenna was sent to the patient. The patient received the new antenna but was still getting poor coupling and seeing a poor communication/reposition antenna screen. It was noted that the patient was able to communicate with the ins using the programmer and that the ins was at 25%. The caller stated that they would prefer to troubleshoot once they have a fully charge insr and that they have to wait until they receive the replacement desktop charger (see related pe) to charge the insr. Follow-up was conducted. No further complications were reported.